Event description:
It was reported via repair work order that the brake cams on the head end and foot end were worn causing the brakes to not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.